Event description:
It was reported the patient underwent a liver biopsy on (B)(6) 2015 due to recurring stomal bleeding. After the biopsy, the patient reported bleeding from her stoma resulting in both blood and blood clots having filled one-third to one-half of the pouch. This happened three days in a row. Occasionally, the bleeding has begun when the patient removed the wafer; however, at other times, the bleeding has begun spontaneously. Each time, the patient immediately applied pressure and an ice pack to the area for approximately 20 minutes. The patient was able to stop the bleeding each time. In addition, the patient was prescribed silver nitrate sticks to use as needed to stop and/or prevent bleeding. The patient is currently working closely with her surgeon and two family practice physicians to determine a treatment plan.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Height: 65 inches.